Event description:
The customer reported that the lower light arm was separating from the upper light arm assembly. (B) (4). (B) (4).

Manufacturer narrative:
Maquet service technician visited the customer and evaluated the device. He found that the light retaining clip was worn and bent open allowing the light to loosen from the arms. Some washers were also missing. He replaced the locking clip assembly and verified the light was functioning properly. The light has been returned to service. The hanaulux london light had been dismounted a few weeks before the incident for a demo and re-installed after the trial was over. The original worn clip should have been replaced, but was re-used. Maquet inc. Submits this report on behalf of the device mfg facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.